Manufacturer narrative:
Further investigation of the customer issue included in house testing of reagent lot 15285lf00, a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect i1000sr analyzer generated a falsely elevated total psa result for one patient sample. All specifications were met when an in house serum based sample was tested tracking and trending identified no adverse trend or atypical complaint activity. "Labely" was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i1000sr analyzer generated a falsely elevated total psa result of 5.8 ng/ml for one patient sample. The sample was repeated on an architect i2000sr in a different laboratory and a total psa result of 2.6 ng/ml was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.